Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "implants can loosen or migrate due to trauma or loss of fixation." This report is number 3 of 5 mdrs filed for the same event (reference 1825034-2012-00418 / 00422).

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 1998. Subsequently, a revision procedure was performed on (B)(6) 2012 due to malposition of the implants. All components were removed and replaced with a competitor's hip system. No further information has been provided to date.